Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and thread damage. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #5 (unknown notation system) for approximately 9 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62023842) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (62023842) and no similar event or complaint was found. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant at tooth site # 5 fractured. Implant was removed and site grafted. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.